Manufacturer narrative:
This report is submitted on january 11, 2022.

Event description:
Per the clinic, it was reported that open circuits were noted on all electrodes except two which were short circuits. Explant and reimplantation is planned but has not taken place at the time of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022 and the patient was re-implanted with another cochlear device during the same surgery. This report is submitted on june 23, 2022.

Manufacturer narrative:
This report is submitted on july 26,2022.